Manufacturer narrative:
Technician replaced the toppers to get rid of the smell. This is used in a burn unit and they wash the pts three times a day with excess water that just stays on the topper for extended periods of time. This water does seep through the toppers, through the tickings and into the bladder area. Repair not yet complete.

Event description:
Complaint alleged that the ticking was stained and smells.